Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a fungal infection. The patient was hospitalized on the same day as the onset. The patient was treated with vancomycin injection (1 gram, once in five days, duration and route not reported) and fortum injection (1 gram, daily, duration and route not reported). At the time of this report, the patient remained hospitalized and was not recovered from the event. Action with pd therapy was not reported. No additional information was available.